Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they turned off stim for an unrelated surgery. When they tried to turn it back on after surgery they couldn't get it back on. The patient was able to get it back on a day or two later. They did not know if it was because they were nervous or why they couldn't get it on. They were wondering if there is anything they should do to prevent the issue again. The patient felt better once they turned stim on. The patient was redirected to follow up with their hcp. No further device issue alleged / identified. No patient symptoms or complications were reported.